Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03379 and 2134265-2017-03380. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During procedure after the imaging catheter was attached and imaging was initiated, it was noticed that the motor drive unit (mdu) stalled. Furthermore, the mdu threw up an error message asking to "restart the imaging pc or call service if persists." An attempt to restart multiple times was made without any ¿luck.¿ no patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-03379 and 2134265-2017-03380. It was further reported that the procedure was completed without using intravascular ultrasound since the motordrive unit was not functioning properly.